Manufacturer narrative:
Initial reporter name and address: address- full name of the establishment is federation of national public service personnel mutual aid associations (B)(6) hospital. Additional information regarding cds of the facility - autoclave sterilization after primary cleaning performed on the device. The subject device was returned to service business center (sbc) olympus japan for evaluation, however, the evaluation of the device still pending. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during therapeutic laparoscopic cholecystectomy, the device suddenly blacked out after about 5 minutes of use. The intended procedure was completed by switching to the same product (similar device). There was no patient harm, no user injury reported due to the event. According to the reporter, "when the scope was inspected at a later date (unspecified date) it was confirmed that a blackout had occurred when the tip of the scope became hot (about 5 minutes after the light was turned on).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the root cause of the reported sudden black-out of the image could not be reproduced and the root cause could not be determined; no device problem found. It is likely that the cause was temporary, such as an abnormality in the peripheral device (system, etc.) Or poor contact of the scope. Olympus will continue to monitor field performance for this device.